Event description:
The customer reported that during a red blood cell exchange (rbcx) depletion procedure on a spectra optia device a patient experienced extreme pruritus, rash in the thorax (both anterior and posterior) lasting up to two days. Per the customer, the pruritus started within the first few minutes of rbcx procedure, when saline was administered, therefore, the customer believes an allergic reaction to the blood product is unlikely. It was reported that in an attempt to mitigate the patient¿s reaction they administered high doses of benadryl, cetirizine, montelukast and in one occasion solucortef. It was noted that medication only reduces the duration of symptoms. Benadryl was reported to be the most effective for this patient (but requires 100mg total at times, in a single procedure) per the customer, the device was being operated in caution status, due to 110 % fluid balance. Patient ID and outcome are unknown at this time. The patient was reported as stable with no pruritis prior to the procedure. The disposables set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11 and updated investigation in h.11. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found zero further reports for a similar issue on this lot. The DHR review confirms that eto aeration and sterilization met release criteria. Updated investigation: according to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Some of the most common reactions include fever, urticaria, hypocalcemic symptoms, pruritus, dyspnea, tachycardia, and mild hypotension. Mild reactions can be treated with diphenhydramine administered through an IV. Allergic reactions are usually associated with replacement regimens that include blood components, but they can also be caused by medications, hydroxyethyl starch, or sterilization of disposable tubing with ethylene oxide. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found zero further reports for a similar issue on this lot. The DHR review confirms that eto aeration and sterilization met release criteria. According to therapeutic apheresis: a physician's handbook the rate of adverse events during therapeutic apheresis is 4% to 5%, with the risk being slightly higher during the first procedure, and varying considerably with the type of procedure. In a single-center us study of 1727 procedures in 174 patients, 36% involved some ""complication.""47 the most common reactions were fever (7.7%), urticaria (7.4%), hypocalcemic symptoms such as facial paresthesias (7.3%), prurims (5.8%), tachycardia (5.6%), and mild hypotension (5.6%). Allergic reactions are usually associated with replacement regimens that include blood components, but they can also be caused by medications, hydroxyethyl starch, or sterilization of disposable tubing with ethylene oxide. Symptoms may include hives, dyspnea, wheezing, hypotension, tachycardia, facial swelling or flushing, and burning eyes. Mild allergic reactions can be treated initially with 25 to 50 mg of diphenhydrarnine administered through an IV push. For symptoms of anaphylaxis, 0.3 to 0.5 ml of epinephrine, 1:1000 (I mg/ml), may be given subcutaneously or intramuscularly in an adult. For a child between 6 and 12 years of age, 0.25 ml has been recommended. The epinephrine dose may be repeated in 10 to 15 minutes if no response is seen. The patient's heart rate should be closely monitored. Intravenous epinephrine may be used cautiously for severe anaphylaxis; however, a dilution is required. One protocol suggests dilution of 0.1 ml of a I: 1000 (I mg/ml) epinephrine solution into 10 ml saline and very careful infusion of the 10 ml dose intravenously over 5 to 10 minutes. 1 ~ 54 methylprednisolone (solumedrol, pfizer, new york, ny), 100 mg intravenously, can also be administered. A specific protocol for treatment of anaphylaxis should be prepared in advance under direction of the apheresis physician. Therapeutic apheresis procedures may led to major physiologic changes, including hypocalcemia caused by citrate infusion, hemodynamic changes associated with fluid shifts, and depletion of cellular and plasma constituents. As greater understanding of the physiology of apheresis has guided continued improvements in technology, the potential for untoward effects has been minimized so that procedures may usually be performed without adverse events. Investigation is in process; a follow-up report will be provided.

Event description:
The customer reported that during a red blood cell exchange (rbcx) depletion procedure on a spectra optia device a patient experienced extreme pruritus, rash in the thorax (both anterior and posterior) lasting up to two days. Per the customer, the pruritus started within the first few minutes of rbcx procedure, when saline was administered, therefore, the customer believes an allergic reaction to the blood product is unlikely. It was reported that in an attempt to mitigate the patient¿s reaction they administered high doses of benadryl, cetirizine, montelukast and in one occasion solucortef. It was noted that medication only reduces the duration of symptoms. Benadryl was reported to be the most effective for this patient (but requires 100mg total at times, in a single procedure) per the customer, the device was being operated in caution status, due to 110 % fluid balance. Patient ID and outcome are unknown at this time. The patient was reported as stable with no pruritis prior to the procedure. The disposables set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process; a follow-up report will be provided.

Event description:
The customer reported that during a red blood cell exchange (rbcx) depletion procedure on a spectra optia device, a patient experienced extreme pruritus, rash in the thorax (both anterior and posterior) lasting up to two days. Per the customer, the pruritus started within the first few minutes of rbcx procedure, when saline was administered, therefore, the customer believes an allergic reaction to the blood product is unlikely. It was reported that in an attempt to mitigate the patient's reaction they administered high doses of benadryl, cetirizine, montelukast and on one occasion solucortef. It was noted that medication only reduces the duration of symptoms. Benadryl was reported to be the most effective for this patient (but requires 100mg total at times, in a single procedure) per the customer, the device was being operated in caution status, due to 110 % fluid balance. Patient ID and outcome are unknown at this time. The patient was reported as stable with no pruritis prior to the procedure. The disposables set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found zero further reports for a similar issue on this lot. The DHR review confirms that eto aeration and sterilization met release criteria. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of (B)(4). Some of the most common reactions include fever, urticaria, hypocalcemic symptoms, pruritus, dyspnea, tachycardia, and mild hypotension. Mild reactions can be treated with diphenhydramine administered through an IV. Allergic reactions are usually associated with replacement regimens that include blood components, but they can also be caused by medications, hydroxyethyl starch, or sterilization of disposable tubing with ethylene oxide. Root cause: a root cause assessment was performed for the pruritis, based on the information available, a definitive root cause for the patient's reaction could not be determined. Pruritus during a red blood cell exchange (rbcx) procedure is most commonly caused by allergic reactions, likely due to one or a combination of the possible causes listed below: ¿ hypersensitivity to the ethylene oxide used to sterilize the disposable set. ¿ hypersensitivity to the components inside the disposable set. ¿ patient¿s underlying disease state or sensitivity to the apheresis procedure.

Event description:
The customer reported that during a red blood cell exchange (rbcx) depletion procedure on a spectra optia device a patient experienced extreme pruritus, rash in the thorax (both anterior and posterior) lasting up to two days. Per the customer, the pruritus started within the first few minutes of rbcx procedure, when saline was administered, therefore, the customer believes an allergic reaction to the blood product is unlikely. It was reported that in an attempt to mitigate the patient¿s reaction they administered high doses of benadryl, cetirizine, montelukast and in one occasion solucortef. It was noted that medication only reduces the duration of symptoms. Benadryl was reported to be the most effective for this patient (but requires 100mg total at times, in a single procedure) per the customer, the device was being operated in caution status, due to 110 % fluid balance. Patient ID and outcome are unknown at this time. The patient was reported as stable with no pruritis prior to the procedure. The disposables set is not available for return because it was discarded by the customer.